Event description:
Boston scientific received information that this left ventricular (lv) lead had fractured. Additional information was received and indicated that this cardiac resynchronization therapy defibrillator (crt-d) and lv lead exhibited high pacing lead impedance measurements greater than 2,000 ohms and loss of capture (loc) at maximum output. This lv lead was also not able to sense during testing. This lv lead was turned off and the patient would continue to be monitored. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.